Event description:
The facility representative reported a colleague infusion pump with failure code 500:320:654:0000. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "error 500:320:654:0000" was confirmed during product evaluation as failure code 550:320:654:0000. This failure code indicates a possible error within the audio circuits caused by the user interface module printed circuit board. The user interface module printed circuit board was replaced as a precaution. A service history review revealed the device has not been previously sent into service for the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.